Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with saline mentor smooth round moderate profile 350cc breast implants and experienced bilateral calcified capsules, left side deflation and right side capsular contracture baker grade IV. The patient underwent removal of bilateral implants, bilateral anterior and posterior capsulectomy, and bilateral breast augmentation mammoplasty with mentor memorygel breast implant 450cc gel prostheses on (B)(6) 2018. This report is for the right side.